Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent under sensing. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient expired in the emergency room. The cause of death was provided as respiratory failure secondary to congestive heart failure. The status of the lead is unknown.